Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported attempting to apply an adc device and being unsuccessful due to the inserter not firing. As a result customer was unable to monitor glucose levels and experienced symptoms such as ¿feeling low,¿ ¿sick¿ and loss of consciousness. The customer was able to self-treat with metformin and aspirin. No further adverse effects or treatment was reported. There was no report of death or permanent impairment associated with this event.